Event description:
Reporter indicated that a vns pt will be referred for explantation as she wishes to have the device explanted. The pt reported that the generator had migrated, but the event had not been confirmed by the treating psychiatrist. Additionally, the pt reported that she had a "knot" on the left side of her neck. Good faith attempts for add'l info have been unsuccessful to date.